Manufacturer narrative:
Concomitant medical devices: c2tr01 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. X-ray showed that the lead had pulled into the coronary sinus. During laser extraction, the lead broke and could only be partially explanted. A new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.